Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found setscrew mark noted on terminal pin. 12 cm from is-1 lead body damaged to outer coil and insulation. The lead was found deformed.

Event description:
Boston scientific received information that during an implant procedure, the lead was attempted. There were complications noted. The patient experienced high right side pressures and excessive bleeding. The insulation of the lead was damaged when the physician tied the subclavian vena to stem the blood flow. The lead was removed and replaced prior to pocket closure and was never in service. No additional adverse patient effects were reported.